Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint has been updated because it was reported that the patient's left hip was revised on (B)(6) 2014 to address a malpositioned cup which caused accelerated wear of the metal liner.

Manufacturer narrative:
(B)(4). Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (11/21/16) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, looseness, poor range of motion, and multiple dislocations. The revising surgeon's h&p indicates 2 dislocations, squeaking sound in hip, instability, and markedly elevated cobalt chromium levels, but states "patient denies pain in the hip". Noted that left hip x-rays indicated acetabular component "is quite vertical. This is clearly the cause of his elevated cobalt chromium levels and instability." In revision op note ((B)(6) 2014), identified a large, seropurulent effusion, as well as blackened synovium around the joint. Stem is added to complaint, poor joint mechanics: instability and adverse tissue reaction: metallosis added to patient harms, and abnormal clinical results: metal ions added to harms for affected products. Metal ion lab results after revision from (B)(6) 2014 show a distinct downward trending.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from a squeaking noise, a metallic taste in his mouth, and dislocation.